Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s low blood glucose level was 40 mg/dl. The customer¿s blood glucose level was 306 mg/dl and 278 mg/dl. The customer performed high pressure test and it passed. The customer was treated with insulin pump for high blood glucose level. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.